Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 148 mg/dl. Customer stated that screen has started flashing out and going blank. Customer stated that pump was neither dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent blank display during button press due to corroded lcd board. No missing segment during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.